Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Customer's blood glucose was 6.7mmol/l at the time of incident. It was reported that the insulin pump alarmed replace battery now multiple times even with new battery changes. It was reported that the pump was not dropped/bumped but had a crack next to belt clip. It was reported that the battery cap was not damaged. There was no indication that the issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted during testing. The device was received with corrosion inside battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay. The electronic was inspected and no moisture damage on electronic assembly and motor noted.